Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for the follow-up. It was noted the s-ICD system has been high since implant and predischarge. The device following clinic had also been aware of the high impedance and they had received a latitude alert at some point when the shock impedance was out of range. The clinic and the physician plan to continue to monitor with no plan to change anything or revise the system. Then, an x-ray was performed to check and make sure the leadless pacemaker and s-ICD system were in good working functioning. At this time, this s-ICD system remains in service and no adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for the follow-up. It was noted the s-ICD system has been high since implant and predischarge. The device following clinic had also been aware of the high impedance and they had received a latitude alert at some point when the shock impedance was out of range. The clinic and the physician plan to continue to monitor with no plan to change anything or revise the system. At this time, this s-ICD system remains in service and no adverse patient effects were reported.